Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25112813, 2511447 and 25114545; the last lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection showed a tear along the suture line. The suture knot was observed at the end of the tear. Based on the condition of the device as found the reported complaint for "btt rupture" was confirmed. An engineering review was conducted to evaluate the suture knot location relative to the tear. The end of the suture was found along the suture groove but it cannot be concluded where the rupture originated. The device history record (DHR) and manufacturing process was reviewed. No tooling which could cause or contribute to a rupture is currently used in the manufacturing process. No evidence that a manufacturing defect caused or contributed to the reported event could be found during the course of the investigation. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro power knob 2 balloon popped.